Manufacturer narrative:
No product or radiographs were provided for evaluation. Rod was removed to perform decompression and placed back. No known malfunction nor allegation of product problem reported. Remains in-situ.

Event description:
Received information stating, a patient underwent revision surgery on (B)(6) 2017. The left side rod was removed to perform decompression and the rod was placed back. No allegation of product malfunction.